Manufacturer narrative:
Broken zipper. Eval of the returned product shows that on both of the large windows a and b the zippers slider body is open. There is other damage to the canopy that is not relevant to this complaint.

Event description:
The customer reported that the canopy's panel has zipper damaged and the mattress envelope is torn. There was no pt injury reported.